Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a battery life issue. There is no indication that the product issue caused or contributed to an adverse event. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 12/16/2015-product analysis: the device was returned and evaluated by product analysis on 12/04/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no evidence of shortened battery life. Two battery compartment cracks were observed; the battery compartment threads were damage. The battery cap threads were damaged and the cap could not secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with a test cap. The pump power draws were within specification. No damage or defect was found to the pump¿s power circuit and other internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.